Manufacturer narrative:
Evaluation: still under investigation.

Event description:
While pt was undergoing aaa repair in 2007, the physician could not remove the top cap. The physician tried placing a balloon in the suprarenal stent to pop it off, tried pushing the dilator up from the main body, tried stabilizing the graft with a balloon while using a snare and the pink inner cannula, tried a snare device through the left brachial approach. Nothing worked. The physician also switched to an amplatz wire but this also did not work. The physician then converted to an open repair. We were notified that the pt had expired on 12/01/2007.